Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements, greater than 200 ohms. It was noted measurements had been gradually increasing over the past year from the low 80's to 120's. Technical services (ts) discussed troubleshooting options. A defibrillator threshold test was successfully completed in single coil configuration and it converted. Continuing to monitor and observe. No additional adverse patient effects were reported. The lead remains in service.